Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days after the implant of this transcatheter bioprosthetic valve, the patient experienced a bradycardic episode with a heartbeat in the range of 20 to 30 beats per minute (bpm). The patient was asymptomatic. The patient was initially treated with medication and temporary pacing pads were applied. Following an electrophysiology (ep) consultation, a permanent pacemaker was implanted. No subsequent adverse patient effects were reported.